Event description:
Pt reported having a scratched and red left eye resulting in a doctor visit and treatment. Medical info received confirmed pt presented to doctor with corneal edema, superficial punctate keratitis, and red eye. On follow up visit (B)(6) days later, eye improved but a peripheral infectious ulcer was noted. A culture was not performed. Treatment of vigamox continued and on follow up visit (B)(6) days later, the ulcer and all eye related conditions had resolved. There was no permanent decrease in visual acuity. The treating doctor related the event to the pt over wearing the lens.

Manufacturer narrative:
The actual lens involved in the event was not returned for eval. However, two worn lenses from the same lot were returned and evaluated. The results of the eval found one lens, received in a lens case, was within all specs. The other lens was received in a dry state inside an open lens container. During eval, the lens did not retain its normal shape. As a result, the diameter and sagittal depth measurements could not be performed. The power of the lens was within spec. A review of the lot device history records show that all requirements were met. The treating doctor related the event to the pt over wearing the lens. Based on all info, no causal factors can be determined, and no conclusion can be drawn.